Manufacturer narrative:
An evaluation of the reported event could not be completed reported events were found during a publication review where the patient information is anonymous and specific device information for this patient is not provided. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The device remains in the patient; therefore, a device evaluation cannot be performed. Lot information was not received; therefore, a manufacturing review was unable to be performed. No additional investigations of this reported complaint are planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
An ovation abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Approximately, twenty-six (26) months post procedure the patient presented with aortic body graft stenosis in the unsupported segment below the o-rings. A successful repair was performed by ballooning the stenotic area which resulted in complete resolution of the symptoms. These reported events were found during a publication review where the patient information is anonymous and specific device information for this patient is not provided.